Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had no power and there was a crack in the battery compartment. There was moisture visible in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 14-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 05-mar-2018 with the following findings: during investigation, the pump failed to power on. Further testing was not able to be performed. A visual inspection showed corrosion in the battery compartment. The battery compartment was found to be cracked. A leak test revealed a battery compartment leak. The pump was opened and moisture damage was found on the printed circuit board. No power to pump was confirmed due to moisture damage.